Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low vacuum during a procedure. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative worked with the customer and determined that the o-rings in their handpiece had not been replaced. The representative instructed them to replace the o-rings and then check the vacuum by pinching the irrigation line to simulate an occlusion. The system responded as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 24, 2015. Based on qa assessment, the product met specifications at the time of release. The reported event was confirmed and attributed to the customer¿s failure to follow the dfu, specifically, to change the o-rings on their handpiece. (B)(4).